Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display noted during testing. Successfully downloaded history files and traces using thus. Pump alarmed pump error 24 on 4/30/2023 at 8:17:00 am. The power management graph confirmed power error 24 was triggered when the main processor backup battery power supply (backup vcc) voltage was less than 2.90v for three consecutive one-minute checks not being within spec due to moisture damage on l4 inductor and u18 chip. Verified pump alarmed pump error 23 on 04/30/2023 at 08:12:54.000 and pump error 68 on 04/30/2023 at 08:11:03.000. No unexpected pump error 23 or pump error 68 were noted during testing. Pump error 41 was not noted during testing or in pump's downloaded history. Verified the pump alarmed pump error 53 in pump downloaded history on 04/30/2023 at 08:12:10.000 with line number = 5632 and file number = 2005 due to a software anomaly. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, corroded battery tube, serial number label stained, end cap address label fading, pillowing keypad overlay and keypad overlay texture damage. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Pump error 23, pump error 68 and pump error 41 were not confirmed. Pump error 24 was confirmed due to moisture damage on l4 inductor and u18 chip. Pump error 53 was confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump errors 23, 53, 41, 68, and 24 alarms and also had a blank display. Troubleshooting was performed and the customer stated that the contacts on the battery cap were neither missing nor damaged and the spring was neither damaged nor corroded. It was advised to insert a new aa battery; however, the display returned after the pump restart. No harm requiring medical intervention was reported. The customer discontinued using the device and it will be returned for product analysis